Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was attempted to be implanted and after several deployments/ repositioning attempts the helix could not be retracted. The lead was capped and a lead replacement was attempted but ultimately the system implant was abandoned due to patient anatomy. No patient complications have been reported as a result of this event.